Event description:
This report was received from global pharmacovigilance (gpv) and this is a spontaneous report from a consumer in the USA of stomach problems and peritonitis coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (dose, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had stomach problems which led to stomach surgery. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Peritonitis was caused due to the stomach problems. On an unreported date, a peritoneal effluent culture was performed and the results were positive for (B)(6). Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.